Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can you please provide more event details? This is the information that I received. Did the knife advance completely to the distal tips of the jaws, but not return automatically? Yes. Was the device locked on tissue with the jaws closed? No, the device was able to fully cut across the vessel and removed from the abdomen with no problem. If yes, how was the device removed (i.e. Knife reverse switch, manual override lever, jaws forced open, cut from tissue, etc.)? The stapler was able to be removed from the abdomen but would not open to be reloaded. Was it necessary to open the patient (perform a laparotomy) to remove the device? No. If yes, please explain. Did the jaws eventually open? No.

Event description:
It was reported that during a nephrectomy they were able to fire the device but the knife would not return and the jaws wouldn't open. A similar device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5e015 device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.